Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Update 05-oct-2022 mf: per provided medical records: "the hip did in fact have trunnionosis and there was a moderate amount of blackish material at the femoral neck/head junction and, however, the trunnion for the most part was still grossly intact and structurally intact [...] When the stem was checked for rotational stability, there were bubbles and fluid coming out of the proximal interface between the femoral stem and the bone and this obviously was indicative of a femoral of a fibrous interface and there was aseptic loosening present. [...] The acetabular component was completely well fixed and did not have evidence of osteolysis or erosion, but the polyethylene did have slight yellowish color due to what appeared to be some early oxidation and there was also some scratching of the polyethylene." There were no reported allegations against the shell, and it was revised to a competitor device.

Manufacturer narrative:
Reported event: an event regarding wear involving a trident liner was reported. The event was not confirmed. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.